Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge intermittently displayed inaccurate fill estimates. Reportedly, the cartridges were filled with 420 units of insulin; however, the customer was unable to provide any details regarding the reported events. Insulin therapy was resumed to address the issue. There was no reported impact to the customer's blood glucose level.